Event description:
For the first time I used menicon unique ph solution for my contact lenses. By the end of the day my eyes were irritated, and when I took my lenses out. I noticed that both lenses has smudges in the center. Cleaning them did not remove the smudges. The smudges are irritating to my eyes and blur my vision when I put the contact on. I can no longer use these lenses.